Event description:
It has been reported to us, the patient is a smoker with a history of non-iddm diabetes and hyperlipidemia. There is premature cardiovascular disease in a first degree relative. The index procedure was prompted by a positive stress test. Two stents were implanted in the distal rca. It is reported that the second stent was implanted in the distal rca to treat a dissection caused by a guide catheter tip. It is reported that the patient recovered with treatment.

Manufacturer narrative:
(B)(4). Device discarded not returning. Method/results/conclusion: the actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device cannot be performed. A review of the manufacturing device history record detects no issues related to or that would result in the reported event. There are no prior complaints of any type for this lot. If in the future any additional information or the actual complaint sample is returned a follow-up medwatch will be submitted. The event is not confirmed due to no product returned. The analysis is complete as of today (B)(6) 2012.